Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported: during the removal of an epidermoid cyst via laparoscopic procedure, during the removal of the bag, the bag was pierced. Second bag: the same. The surgeon managed to collect the cyst via the hole so we did not use a 3rd bag. There was no patient injury.

Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the ohr review was completed. The review of DHR revealed no production issues at the time of manufacture of the complained lot. Returned defective sample was examined and the reported defect can be confirmed. The hole/rupture was found in bag. Such hole/rupture cannot be found after bag insertion and opening depending on character of the hole/rupture. The hole/rupture was created from the inside out. (B)(4) says that large tissue specimens may need to be cut into smaller pieces for removal. Furthermore it says that the memobag is removing through the trocar incision side. If the contents of the memobag are too larger to pass through the trocar incision, the incision may need to be enlarged to facilitate removal of the memobag. IFU says that the care should be taken at all times to avoid contact of the bag with sharp instruments, cutting devices, morcellators, e/ectrocautery or laser delivery devices. In the event, that one of above issues is not fulfilled, the complained defect (broken bag) can be caused. The root cause of this complaint was determined as improper method of use during memobag removal other remarks: depending on character of the found hole/rupture. The hole/rupture was created from the inside out. As the root cause of this complaint was determined improper method of use on the customer side, no corrective/preventive actions in production are deemed necessary to introduce. (B)(4).

Event description:
It was reported: during the removal of an epidermoid cyst via laparoscopic procedure, during the removal of the bag, the bag was pie rced. Second bag: the same. The surgeon managed to collect the cyst via the hole so we did not use a 3rd bag. There was no patient injury.